Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during a duodenal stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a duodenum stricture which measured approximately 90 mm. It was reported that the patient's anatomy was tortuous. During the procedure, the stent was unable to be fully deployed even as the user "pushed very hard" on the handle. It was reported that the stent remained fully constrained within the catheter. The device was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent device. No other visible issues with the device were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The device component code 3038 relates to the device problem code 2904 for the evaluation findings of polytetrafluoroethylene (ptfe) coating delamination from catheter. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked just proximal to the mounted stent. It was noted that the outer sheath was stretched for a distance of 1 mm at 15 mm proximal to the proximal end of the mounted stent. In addition, the outer sheath was stretched for a distance of approximately 115 mm from the distal handle. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.